Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that after a meal, the customer's blood glucose increases and not much has changed in their diet. Customer detected air bubbles of about 4mm in the reservoir. Customer's blood glucose was 400 mg/dl. Customer was advised to fill the cannula with 5 units to get rid of the air bubbles. Customer stated that the insulin was at room temperature but they don't lubricate the reservoir. Customer was advised to always lubricate the reservoir.